Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 03/26/2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 03/262015 with the following findings:time and date reset complaint was duplicated after the pump was exercised for 24 hours, then the battery removed for 6 hours. Pump case was removed and corrosion was found under the internal battery. The display is dim/fading/reddish and the battery compartment is cracked along the side starting from seal case. (B)(4).